Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient was presented in the emergency room after receiving inappropriate shock due to backup vvi mode switch. A device download was performed successfully. The patient was stable following the download.